Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed due to a corroded motor home switch. The functional testing could not be completed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked display window, cracked reservoir tube lip and cracked reservoir tube.